Event description:
Follow up information received identified the patient her scs ipg replaced and stimulation therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable charge her scs ipg because a connection between the scs charger and the ipg could not be established. A replacement charger was sent to the patient but the scs ipg battery seemed to have depleted and the ipg no longer communicated with external devices. Surgical intervention may be taken to replace the patient's scs ipg.